Event description:
Isoflurane vaporizer post biomedical check on the heart lung machine: we had primed and got the hl (heart lung) machine ready for a CABG (coronary artery bypass graft) case. Prior to the initiation of cardo pulmonary bypass, all the protocols and required check lists, pre-initiation, which includes airflow, was physically checked by 2 certified perfusionist on the case. As a routine upon initiation, there was a good oxygenation that was confirmed both perfusionists by checking the venous saturations and change in to oxygenated blood. A few seconds later after hemodynamic stability was achieved, one of the perfusionist turned the vaporizer to deliver isoflurane, as per protocol, upon which we noticed desaturation in arterial line out of the oxygenator and immediately switched to 100% o2 tank. Upon a quick check, there was no flow on the air line that went into the oxygenator. We quickly turned the vaporizer off and re-engaged the vaporizer, and this time around there was flow and we could smell isoflurane. Once satisfied, we connected back to the vaporizer connection and diligently watched for the change in saturations and confirmed with an arterial sample and the rest of the case went uneventful. Post case evaluation, we found that the vaporizer isn't seating well and often when unseated causes an air flow block, and we could emulate the problem during our check and translated to the biomedical department.